Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectal cancer. What surgical procedure was performed? Laparoscopy assisted anterior. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Registrar who teaches junior trainees on formal suturing and stapling courses. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle - b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 1.5 revolutions (three half turns). Did the healthcare professional receive audible & tactile feedback when firing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes (at the point of inspecting the do nuts they came out with little trouble). Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. At the time of anastomosis issues with staple formation was not noted but perceived due to the lack of audible and tactile feedback. The bowel prep had not worked either and there was significant faecal residue. Therefore, a covering defunctioning ileostomy was carried out. Was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Day 1 post op there was report of faeculant fluid discharge in the drain. This was confirmed on CT scan on day 2 post op. What was observed at the site of the leak upon reoperation? There was established frank faeculant pelvic peritonitis with free solid faeces in the pelvis secondary to anastomotic dehiscence at the right anterolateral aspect. Is the stoma temporary or permanent?¿ unfortunately, likely to be permanent after this complication.

Manufacturer narrative:
(B)(4). Batch # unk (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Is the stoma temporary or permanent? What is the current status of the patient?.

Event description:
It was reported that the gun was fired but no crunch was heard. A leak test was performed and showed no leak. The donuts were checked and intact, so the procedure concluded as expected. The patient leaked on saturday the(B)(6) 2021 and was re-operated on the (B)(6) 2021. Sadly, the patient was left with a stoma following the re-operation. Procedure: unknown.